Event description:
The customer stated a falsely decreased cea result was generated on the architect i2000sr analyzer. A patient generated an initial cea result of (B)(6) but upon repeat, the result was (B)(6). There was no impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
No known impact or consequence to patient. Low test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.